Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Findings are that a zeiss microscope representative had been working on the microscope. Software is functioning as designed. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged the microscope was potentially out of calibration. No further information was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was discovered that the ocular on the microscope was damaged. Issue was reported and resolved by a (B)(4) rep who replaced the part. A follow up accuracy check showed no further issue. The system passed the system checkout. The system was found to be fully functional.